Event description:
This rv lead was implanted on (B)(6) 2010 and capped on (B)(6) 2012 due to over sensing. The procedure took place at (B)(6) hospital of (B)(6) with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).